Manufacturer narrative:
Unit passed displacement test and basic occlusion test. No motor error alarms noted. However, unit alarmed compromised force sensor system at 2.5 lbs during prime/force sensor system test due to faulty force sensor resistor. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump had crack in the casing between the reservoir and battery compartment. The customer stated that the insulin pump was not bumped or dropped. The customer confirmed that the drive support cap did not appear to be damaged. The customer's blood glucose was unknown. Asked customer to return their insulin pump for analysis. Nothing further reported.